Event description:
I am a type 1 diabetic and have been using dexcom since 2019. They had done something to their product where the sensor is not releasing at all. I push as hard as possible and sometimes hear a click but nothing happens. I just went through 7 sensors to find one that would work. This is unacceptable! Having a problem with one is understood but I pay a lot for this product and their quality needs to be better. I will submit for replacement to dexcom but their number is down. Reference report: mw5164988, mw5164990, mw5164991, mw5164992, mw5164993, mw5164994.